Event description:
The pt received her scs system, including an ipg, on (B)(6) 2007. The pt reported intermittent telemetry when charging her ipg. The pt was referred to her physician for troubleshooting assistance. Unfortunately, the pt has not been able to meet with a physician regarding this issue. The device remains implanted. No further info was available.

Manufacturer narrative:
Eval: eval summary: the ipg was not returned to the MFR for analysis. As a result, the device history and sterilization records for the ipg are currently under review. The results of the review will be forwarded when available. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.